Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of having high blood glucose of 433 mg/dl which elevated from blood glucose of 171 mg/dl. Customer reported of previously troubleshooting due to hospitalization and high blood glucose. Customer was hospitalized on (B)(6) 2016 with blood glucose of 508 mg/dl. Troubleshooting was performed and it was found that insulin pump was working as designed. Customer was adamant that high blood glucose was caused by insulin pump and requested insulin pump to be replace.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Please reference MFR report number: 3004209178-2016-48642 for hospitalization, adverse event and product problem.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.